Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the low anterior resection on a laparoscopic procedure, the stapler could be cut 360 degrees, but it did not cut the anterior of the rectum, it was able for stapling. To resolve the issue in order to complete the case, the scissors were used to cut and the device was discarded in the hospital. The surgical time was extended 30 minutes due to difficulty.